Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device power on by itself when a battery is inserted and the screen remained black. As a result, the labeling for both the analyze and charge soft key buttons at the bottom of the display would not be seen by the device user. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customers device and the cause of the reported issue was determined to be due to corrosion of the jack connector, designator j16, on the digital pcb, due to water intrusion, which resulted in a blank main display.

Event description:
The customer contacted physio-control to report that their device power on by itself when a battery is inserted and the screen remained black. As a result, the labeling for both the analyze and charge soft key buttons at the bottom of the display would not be seen by the device user. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.